Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi operation via merlin.net. After device software download, normal function resumed. No patient symptoms were reported. No further information could be obtained.